Event description:
It was reported that the pump system was removed due to infection. No other info was provided with this report. A follow-up report will be sent if add'l info becomes available to us.